Manufacturer narrative:
Device was not returned to manufacturer for evaluation. We are unable to determine the cause of the event; however, the suspected devices in use were lot # w05c1159 and w05d5299. Device history records for both lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a spinal procedure using 2 interbody spacers with posterior fixation at l4-l5. Approximately three days post op, the patient complained of pain on both legs. The revision surgery was performed 5 days post op. During the procedure, the doctor removed the l4-l5 screw and found that the disc space was not cleaned enough from the last surgery so that the tissue moved posteriorly and pressed the nerve. The doctor performed another decompression at l4/5. The screw was not replaced. No other patient complications were reported.